Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb cable no longer charges the pump. There was no impact to the customer's blood glucose level. Customer was able to charge the pump with a different usb cable. Although customer was able to charge the pump with a different cable, customer maintained allegation that the pump was not charging. Customer continued to use the pump for insulin therapy.